Event description:
The customer reported that the spectrum pump displays air-in-line alarms. No patient injury was reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation found the upper reading and the lower reading on the ultrasonic sensor to be out of specification with a fluid filled tube caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air-in-line alarms if the pump was able to run. Review of the history log shows multiple events of "air in line" alarms. The upstream sensor has been replaced.